Event description:
The procedure involved balloon angioplasty and placement of a stent in the left hypogastric artery. The physician tried to cross a restenosed lesion with a stent and could not. He stated the stent was too stiff to advance through a previously placed stent.

Manufacturer narrative:
On completion of the evaluation, a follow up report will be submitted.